Event description:
It was reported the bd¿ tube k2edta plh 13x75 3.0 plbl lav br experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: in response to a follow-up of complaint (B)(4), a photo was received in which the tubes with low volume of the routine of the day (B)(6) 2021 are observed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd¿ tube k2edta plh 13x75 3.0 plbl lav br experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: in response to a follow-up of complaint (B)(4), a photo was received in which the tubes with low volume of the routine of the day (B)(6) 2021 are observed.